Event description:
A report was received that the trial pt was not feeling any stimulation. A bsn sales rep troubleshooted with the pt and reported that the pt may have saved her original programs with high setting programs. During troubleshooting, the pt accidentally over-stimulated herself and fell to the floor, breaking her wrist. The pt will undergo wrist surgery at a later date. The pt's trial leads were pulled.